Event description:
Client has no feeling lower body, morbid obese, very delicate skin, taking multiple blood thinners because of long term foot problems. Client was sitting on scooter not moving, with lower leg pressing on tiller. Client developed wound, leg started to bleed significantly because of multiple blood thinners. Client taken to hospital where butterfly adhesive stitches were used to close the wound.

Manufacturer narrative:
Scooter inspected by dealer, no previous service history on five year old scooter, no sharp edges. After discussions, dealer is removing part of tiller to reduce possible contact area. Unique, first time event, no other reported similar incidents. No significant safety risk.